Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately calcified and mildly tortuous right anterior tibial artery. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).